Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic asymptomatic with stored episodes of ams due to far field r wave oversensing. Programming changes were made. The patient will be monitored and was stable.